Manufacturer narrative:
Section d9- device available for evaluation : yes. Return 08-jun-2021. Section g3- 28 june 2021. Section h2 - device evaluation . Section h3- yes. Device evaluation: the patient interface (pi) suction ring was returned to manufacturing site for evaluation. 1 opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the patient interface were reviewed. The product was manufactured and released according to specification. A search revealed that 2 additional complaints for this lot number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number: (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to (B)(6) surgical vision, inc has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface (pi) during the laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed